Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level over 600 mg/dl. Cause of bg was due to experiencing difficulties performing the load sequence, resulting in a delay in insulin deliveries. Customer successfully completed the load sequence and resumed insulin deliveries to address bg.